Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the adapter was performed. Set screw marks were noted on the terminal pin. Marks in the adapter insulation show that the lead was seated properly while implanted. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The adapter was explanted during a device replacement procedure and returned for analysis.